Event description:
It was reported that the patient expired. Several episodes of non-sustained rv oversensing and ventricular fibrillation were observed. Review of the egm showed intermittent undersensing on the ventricular sense amp. Therapy was delivered successfully with a return to sinus each time, but the patient would go right back into vf. The physician is not sure if the device played a role in the patient's passing.

Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient expired. The physician is not sure if the device played a role in the patients passing.